Event description:
The adult defibrillator electrodes were incorrectly recognized as pediatric electrodes when connected to zoll defibrillator. Few other electrodes of the same lot # 2517a were checked and they had the same problem.